Manufacturer narrative:
Date of report: 02may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow accuracy failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 31jul2019. Date of report: 01aug2019. Technical support advised the customer to replace the flow sensor assembly, and they provided the corresponding part number. The customer reported that replacing the flow sensor assembly resolved the problem. The faulty flow sensor assembly has been discarded so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.